Event description:
It was reported that the customer was treated by the paramedics, due to hypoglycemia. The reported blood glucose reading was 40 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The customer stated that she may have taken too much insulin to treat for a high blood glucose reading, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.